Event description:
The patient reported that his device was not working for him. Additional information received from a manufacturer representative (rep) reported that the battery died. The patient was to be seen in office on (B)(6) 2016. He had not been seen in a while and was not checking his programmer to monitor the implant's status. It was felt that all new or worsening symptoms were due to the depleting battery. The patient later reported on (B)(6) 2016 that there was dissatisfaction with the implantable neurostimulator (ins) longevity. He complained about the battery being at its end of service (eos) because he thought it should have lasted longer. It only lasted two and a half years and stopped working last week or three weeks ago because it died. He did not think he should have to be cut open so often to have the battery replaced. He was nervous to get his battery replaced this time and talked to his doctor about it. He was scheduled to have replacement surgery on (B)(6) 2016. The patient's indication(s) for use were movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.